Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the cartridge alarm recurred. As a resolution, the pump will be replaced, and the customer will use multiple daily injections (mdi) as a backup therapy to continue insulin delivery.